Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's keypad was not responding. In this state the device would not be able to provide defibrillation therapy if needed. There was no patient involvement in this event.